Event description:
The customer reported that the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation but was unable to duplicate the problem. The flash memory was reloaded. The system was tested and found to be working as intended and put back into svc.